Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than 100 colony forming units (cfus) of pseudomonas aeruginosa and serratia marsescens in the auxiliary channel. The scope was resampled 8 days later and was positive for greater than 100 cfu of enterobacter cloacae and klebsiella pneumoniae in the auxiliary channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information on the legal manufacturer's (lms) review of the customer cleaning disinfection and sterilization (cds) processes, results of the third party testing, the device evaluation, and the lms final investigation results including additional reportable findings. The additional reportable findings: white residue was remained in suction cylinder and white residue was remained in air/water separator. There is a possibility that the subject device was used to the patient with the foreign material attached. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following results of the culture test, performed at the third party labs: sampling date:(B)(6) 2024 sampling from: all channels cfu: 5cfu/endoscope bacterial identification: micrococcaceae, aspergillus species sampling date: (B)(6) 2024 sampling from: biopsy channel cfu: 2cfu/endoscope bacterial identification: coagulase-negative staphylococci sampling date: (B)(6) 2024 sampling from: suction channel cfu: 1cfu/endoscope bacterial identification: coagulase-negative staphylococci sampling date: (B)(6) 2024 sampling from: a/w-channel cfu: 12cfu/endoscope bacterial identification: coagulase-negative staphylococci the device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The following is included in the device instructions for use (IFU): -gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection -"an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.